Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer stated that the monopolar energy stopped working. Customer stated that their bovie and monopolar stopped working suddenly and are getting a energy port locked message on the erbe screen. Technical support engineer (tse) reviewed the system error logs and noticed m-36 erbe errors present in the system logs. Customer stated that they have already power cycled the erbe and reseated the energy cables without success. Tse informed customer that the use of a third-party bovie at the same time as using a da vinci arm mounted instrument the system will prevent the user from firing energy since they are the same energy source and the da vinci instrument must be mounted to an arm. However customer stated that the bovie has not been used yet and the monopolar instrument was mounted to a da vinci arm. Tse recommended customer remove the bovie pen from the erbe, reseat the monopolar energy cable to the erbe and instrument, and power cycle erbe but with no resolve. Tse also noticed 31010 sterile adapter sensor missing information error reported by arm 4 in the logs. Tse recommended customer install the monopolar curved scissors (mcs) instrument on another arm and reseat the sterile adapter the mcs was previously installed on. Customer moved the mcs instrument from arm 4 to arm 1 and reseated the sterile adapter on arm 4 but with no resolve. Customer stated that the mcs instrument would not fire energy on arm1 or arm4. Tse recommended customer to change out the green energy cable but customer stated that they did not have any spare cables. Tse recommended customer change out the mcs instrument but customer stated that the spare monopolar instrument did not resolve the issue. Tse recommended customer power cycle the system but customer stated that the surgeon opted to convert to laparoscopy. There was no patient harm. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: instrument just stopped working. There was no thermal/cautery output and no procedure recording/images available. Site did not provide the patient demographic information.

Manufacturer narrative:
The customer confirmed that the issue was resolved after a full system reboot and changing energy cables. No site visit was conducted. The system was working properly and no additional action was required. A review of the site's complaint history does not show any additional complaints related to this product. No image or video was provided for review. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to monopolar energy delivery issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.